Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received a shock after suffering an out-of-hospital cardiac arrest. The patient lost consciousness requiring cardiopulmonary resuscitation (CPR) and was rushed to the hospital where they were sedated. S-ICD device data was sent to boston scientific technical services (ts) for review. Ts confirmed the arrhythmia appears to be atrial fibrillation in nature, and the presence of varying amplitude measurements causing functional undersensing. Oversensing of noise makers could also be observed, however it was uncertain if these were associated with CPR and/or movement of the patient to the hospital. Further troubleshooting options were provided to the field, and the s-ICD remains in service. No additional adverse patient effects were reported.